Event description:
Customer reported that he lost the battery cap of the insulin pump. Customer stated he has kidney failure and is on dialysis treatment and he does not need the insulin pump as much since he keeps his blood glucose down. Customer stated that the treatments are during night which are like sugar water in the abdomen wall which cause his blood glucose to go a little high. Blood glucose value is 161 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.